Event description:
It was reported that a user of the ilet bionic pancreas experienced a transient episode of hyperglycemia, with a highest recorded blood glucose of 242 mg/dl and approximately 30 minutes above 180 mg/dl, without device alerts or alarms and without the use of backup therapy. Symptoms included no reported adverse clinical effects such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no assistance required. Investigation included complaint intake with troubleshooting and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction was identified. It was concluded that the event was user-experienced hyperglycemia of unclear cause with no reportable injuries and no device performance failure identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.